Event description:
It was reported that lead migration occurred. It was stated that x-ray imaging was performed one day post-implant and found that the left lead migrated from top t8 to bottom t8 and the right lead migrated down from mid t8 to top t9. It was noted that the device deficiency could not have led to a serious adverse device effect. No complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical device: product ID: 977a260, serial/lot#: (B)(4), implanted: (B)(6) 2022, product type lead. Product ID: 977a260, serial/lot# (B)(4), product type lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 27-sep-2025, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 24-may-2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2022 product type lead product ID 977a260 serial# (B)(6) product type lead g2: foreign: australia medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting the tip of one lead (in port 0-7) migrated from the bottom of t8 to t8/t9 disc, and the tip of the second lead (port 8-15) migrated from the top of t9 to the bottom of t10. It was reported this device deficiency could not have led to a serious adverse device effect. This lead migration occurred 2023-aug-09. No further event information was known. No symptoms were reported.